Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 148 mg/dl. During troubleshooting, the customer stated the insulin pump was not dropped. The drive support cap was protruded. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded and or loose drive support disk. The device had minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.